Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level of 775 mg/dl and diabetic ketoacidosis. Reportedly, water was ¿splashed¿ on the pump, and subsequently an unspecified malfunction occurred. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to follow up with the customer; however, a response was not received.

Manufacturer narrative:
Customer was treated with insulin and was released a day later with no permanent damage. Customer used pump supplies for a week. Tandem technical support educated customer on pump supplies labeling. User error. Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®.